Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted a slice was identified on the cable. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 as per IFU. Based on investigation results, the complaint was confirmed and found to be due to slice cable unit. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device had a slice in the outer cord lining. The issue was found at reprocessing. There was no patient involvement, no harm reported due the event.